Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device , multi-ifunction cable to CPR-d adapter, and electrode pads were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.